Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd or 3rd. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, staple line were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staples did not form on remnant side of stomach. Staple line looked fine on patient side but the doctor did reinforce with suture. There were no patient consequences reported.